Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station auxiliary drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slides, retractor and controller board required replacement. A field service engineer found full height drawer 4 that would not close, replaced the slides and the retractor and controller board due to the damage from slide bearing cage. The field service engineer ran diagnostics, performed preventive maintenance and cleaned unit. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section b describe event or problem & section d medical device brand name. A supplemental MDR was submitted to reflect the correct describe event or problem, medical device brand name.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. However, there were no adverse events or injuries reported based on this event.